Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed due to it being standard for the implanting physician. The valve was then inserted into the patient deployed to 80% at the aortic annulus. The attending physician then confirmed that there was coronary blood flow. After the valve was deployed to 80% for approximately 30 seconds, the patient began to decompensate. It was then determined by echocardiography that effusion was present due a guidewire perforation. The physician then attempted to drain the fluid, however, the patient's condition did not improve. Due to the patient not wanting treatment for critical complications, the valve was recaptured and withdrawn from their body prior to cardiopulmonary resuscitation (CPR) and extracorporeal membrane oxygenation (ECMO) being initiated. The patient ultimately died. Per the physician, the procedure contributed to the patient's death. Per the physician, the guidewire perforation caused the patient's death.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number {(b)(6}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed due to it being standard for the implanting physician. The valve was then inserted into the patient deployed to 80% at the aortic annulus. The attending physician then confirmed that there was coronary blood flow. After the valve was deployed to 80% for approximately 30 seconds, the patient began to decompensate. It was then determined by echocardiography that effusion was present due a guidewire perforation. The physician then attempted to drain the fluid, however, the patient's condition did not improve. Due to the patient not wanting treatment for critical complications, the valve was recaptured and withdrawn from their body prior to cardiopulmonary resuscitation and extracorporeal membrane oxygenation being initiated. The patient ultimately died. Per the physician, the procedure contributed to the patient's death. Per the physician, the guidewire perforation caused the patient's death. Additional information was received to report the perforation occurred in the left ventricle, and the guidewire was a non-medtronic (safari) guidewire. Per the physician, the delivery catheter system did not cause or contribute to the perforation.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: this is a system report; section d information references the main component of the system and was in use with the valve which cannot be excluded as a contributing factor to the adverse events: brand name: evolut fx plus valve; product ID: evfxplus-26; product type: 0195-heart valves; FDA site ID: valve: 9617601 serial: (B)(6); manufactured date: 2025-05-02; use by date: 2027-05-02; UDI: (B)(4) implant date: not implanted; discarded by customer explant date: n/a; h6. Valve eval code method corrected data: d10. The valve is not a concomitant device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.